Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 26 colony forming units (cfus) of pathogenic germs. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <50 colony forming units (cfus) of unspecified contamination on (B)(6) 2025. The device was retested on (B)(6) 2025, and it tested positive for 26 colony forming units (cfus) of unspecified contamination. The device was tested again on (B)(6) 2025, and tested positive for 9 (cfus) of unspecified contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: b3, b5, and h4 this report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 2/5/2025. Sampling from: instrument channel cfu: <1 cfu bacterial identification: n/a sampling date: 2/5/2025. Sampling from: suction channel cfu: 3 cfus bacterial identification: microccaceae and micrococcus luteus/lilae sampling date: 2/5/2025. Sampling from: air/water channel cfu: <1 cfu bacterial identification: n/a sampling date: 2/5/2025. Sampling from: auxillary water channel cfu: <1 cfu bacterial identification: n/a sampling date: 4/15/2025. Sampling from: all channels cfu: 9 cfus bacterial identification: bactéries gram positif and micrococcus luteus/lylae the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. It was further reported that on 14-jan-2025 the colonovideoscope tested positive for >50 colony forming units (cfus) of an unspecified contamination, 26 colony forming units (cfus) of unspecified contamination on 18-feb-2025, and 9 cfus of unspecified contamination on 02-apr-2025. No additional information was provided. Olympus will continue to monitor field performance for this device.